Manufacturer narrative:
(B)(4). Date sent: 10/4/2024. D4 batch #: c9df4l. Additional information was obtained: it was laparoscopic colectomy. After procedure, the patient is stable. After the pin was falling in the patient, it was removed from the patient without any additional incision could you please confirm what do you mean by ¿pin¿; is the jaw? The pin is holding the jaw. Sorry that we do not know the name of the part. How did the pin was retrieved; it was necessary an additional surgery? The pin was retrieved via a small incision and an additional surgery was not required. There was no additional damage to the patient's tissue. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm loose. In addition, the clamp arm pin was detached and it was returned with the complaint. Upon visual inspection to the blade it was observed that black coating was damage. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9df4l, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that, during unknown procedure, the device was used as usual and when it was tried to pull the device out of the 5mm trocar, the surgeon felt a snag and looked at the monitor. The pin of the clamp arm was sticking out and could not be pulled out from the trocar. As the pin was about to pull out, the pin fell into body of the patient. Replacing to a new hrmonic, and the surgery was completed. At the last x-ray, a pin was found. There was nothing left in the patient. Another device was used to complete the case. No further information is available.